Event description:
It was reported that a zero ohms high voltage impedance measurement was recorded on the right ventricular (rv) lead. A patient alert was triggered. When the patient was seen in the clinic, it was noted that only one zero ohms reading was recorded. All other impedance measurements were normal. Performance data received from the device showed impedance on the rv lead dropped and then returned to baseline measurement. The device and lead remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low resistance/impedance was noted. The daily high voltage lead measurement data shows a spike decrease and low impedance for defibrillation active can on minimum, between (B)(6) 2011, then returns to a baseline on (B)(6) 2011. A patient alert for out of tolerance subthreshold lead impedance was triggered on (B)(6) 2011.